Manufacturer narrative:
Submit date: 01/23/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 11/10/2016 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service technician found the unit had a burnt component on the pcb.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿the service tech found the unit had a burnt component on the pcb¿. The pump was disassembled and a burnt electrical component odor was noticed immediately. A visual inspection of the h-bridge pcb found rectifier q28 burnt. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.